Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169535. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on our evaluation of the provided photograph and the description of the event, our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. See h.10.

Event description:
It was reported that 4 intima-ii 22gax1.00in prn slm leaked. The following information was provided by the initial reporter: "the teacher in the CT room reported that the 22g straight competition horse was used in accordance with the standard process evaluation. When the patient was undergoing enhanced CT high-pressure injection, the extension tube near the isolation plug was found to be broken, and the resistance increased significantly during the operation. Four cases of tube bursts occurred in the same batch number and small box packaging. The patient was very dissatisfied with this. The department stopped processing and reported to the equipment department. The equipment department asked the dealer to replace the indwelling needle with this batch number. The sample could not be recovered".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 intima-ii 22gax1.00in prn slm leaked. The following information was provided by the initial reporter: "the teacher in the CT room reported that the 22g straight competition horse was used in accordance with the standard process evaluation. When the patient was undergoing enhanced CT high-pressure injection, the extension tube near the isolation plug was found to be broken, and the resistance increased significantly during the operation. Four cases of tube bursts occurred in the same batch number and small box packaging. The patient was very dissatisfied with this. The department stopped processing and reported to the equipment department. The equipment department asked the dealer to replace the indwelling needle with this batch number. The sample could not be recovered"